Manufacturer narrative:
No lot number was provided, and no product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 19 mar 2024 from the nurse of a male patient with a medical history including end stage renal disease, who stated the patient experienced decreased blood pressure (nos) and hives during an in-center hemodialysis treatment on an unspecified date. Although requested, additional information regarding the event was not provided. Per the nurse, the patient has changed to a dialyzer from a different manufacturer.